Event description:
"Caller alleged discrepant results compared with the lab. (All correlations done within 5 minutes of each other). Therapeutic range: 2.0 to 3.0. Pt stated he lives at a 9000 ft. Elevation; however, tests were done at clinic at 5000 ft elevation. Pt received new strips and tested on nov 4th inr =3.5.

Manufacturer narrative:
Investigation pending.